Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll medical representative at the customer's facility. The customer's report was not replicated or confirmed. The device was put through extensive testing by testing both pads lead and ECG leads without duplicating the report. The multi-function cable (mfc) was replaced as a precaution. The device was returned to normal operation. No trend is associated with reports of this type.